Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The customer's biomed confirmed the e/c 1102 failure. The customer's biomed noted that the speaker wire to the motor controller board was disconnected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reported experiencing an 1102 (primary alarm failure) error code. There was no patient involvement.